Manufacturer narrative:
Additional information: the peritonitis occurred on an unspecified date in 2017. Upon follow up it was reported patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. On an unreported date, the patient was hospitalized for the peritonitis event. The patient was treated with unspecified oral and intraperitoneal drug infusion for the event (no further details). Dianeal therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. Dianeal 1.5% 2l and dianeal 2.5% 2l (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment was not reported. At the time of this report, the patient was recovered from the peritonitis event. Action taken with pd therapy was not reported. No additional information is available.